Event description:
A nonhealth care professional reported that during the intraocular lens (iol)implantation surgery, the trailing haptic was wrapped around the plunger. There was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).